Manufacturer narrative:
A replacement unit was sent to the customer to resolve this issue.

Event description:
Customer reported that the arm where the actuator mounts is worn and over sized. No pt impact.